Manufacturer narrative:
Additional information: section d.6b. Advanced bionics considers the investigation into this reportable event as closed. The recipient as healed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information sections: h.6. The company was informed that surgery to reposition the electrode took place on (B)(6) 2025. The recipient reportedly experienced swelling around the scar. The surgeon performed a puncture under local anesthesia and removed some air. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient was reportedly successfully activated. The recipient has reportedly healed properly. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing decreased performance. The recipient is reportedly experiencing electrode migration. A CT scan confirmed extra cochlear electrodes. Programming adjustments have been made; however, the issue did not resolve. Revision surgery has been scheduled.